Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2017, it was reported that the gears were destroyed and there were metal shards from the gear. On (B)(6) 2017, it was clarified that the issue occurred (B)(6) 2017 and was not immediately identified upon opening the device before first use or during the first ever use of the product. The harvested graft was no useable and the event happened during the processing of previously recovered donor skin. The blade was placed properly for use and the dermacarrier was at room temperature during use. The device has not been repaired by anyone other than zimmer biomet and another zimmer skin graft mesher was used to complete skin processing. The mesher is currently with zimmer so the unique device identifier (UDI) number was unable to be located. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was september 7, 2016 where it was reported that the device was producing an incomplete mesh and the roller, worn side plates, and gears were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on march 14, 2017 revealed that the roller, roller gear, comb, side plates, and shoulder bolts were damaged. The calibration was out of specification and the device produced a passing test cut. The 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) both produced passing sample grafts. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since during the initial qa inspection it was noted that the roller gear was damaged. While during the initial qa inspection it was noted that the roller gear was damaged, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device received; however, not yet evaluated.

Event description:
During processing of a previously recovered donor skin, the harvested graft was not useable due to the gears being destroyed. Initial inspection of the returned mesher revealed that the roller, roller gear, comb, side plates, and shoulder bolts were damaged. No patient involvement. No adverse events have been reported as a result of the malfunction.